Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 275 units of insulin during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy, however, on further follow up with tandem technical services, customer reports pump is working correctly. Customer¿s blood glucose level was 106 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.